Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image & ccd objective lens lacks adhesive. There was no patient involvement.

Manufacturer narrative:
Updated fields: h4 - device mfg date. Corrected field: b3 - date of event corrected to reflect the original date of event. H6 - medical device problem code was updated to include only the relevant codes. Component code was updated to include only the relevant codes. Investigation findings was updated to include only the relevant codes. Investigation conclusions was updated to include only the relevant code d12. See relevant sections for updated information.

Event description:
No additional information received from customer.